Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was a bluetooth pairing failure. No additional patient or event information is available. Data was provided for evaluation. The reported bluetooth pairing failure was not confirmed via data. However, data evaluation did confirm a transmitter failure. The root cause could not be determined post-investigation. Based on the investigation results of transmitter failure, this issue has been upgraded from non-reportable to reportable.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver displayed low transmitter battery. No additional patient or event information is available. Data log was reviewed for evaluation on 02/22/2017. Complaint for a low transmitter battery could not be confirmed, however, transmitter failure was found and confirmed on 02/06/2017. The root cause could not be determined, post investigation. Based on the findings of a transmitter failure this is now reportable. The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter has no voltage. A review of the shared data log did not find any errors. The reported event of a low transmitter battery was not confirmed. A root cause could not be determined.